Manufacturer narrative:
As the device was returned for evaluation, however the evaluation is not complete. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the insulation test failed for electrical leakage. The leak test failed. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.